Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a functional endoscopic sinus surgery (fess) procedure, after registering the patient and verifying the straight suction, the doctor injected. Went back to use the straight suction and it wouldn¿t track. The site opened the emitter details and all trackers were red except one of two instrument trackers. The site tried changing ports and no change. The site rebooted twice and no change. The site opened a third instrument tracker and it stayed red as well. The site cleared the registration, switched out the patient tracker with a new patient tracker and it registered fine. All trackers previously not working started working (including the shaver). There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.